Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was above 600 mg/dl. Customer stated o ring inside lip of reservoir compartment was missing. Customer did not troubleshooting for high blood glucose. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08630 inches. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. No missing reservoir tube o-ring noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).